Event description:
It was reported that the patient received alerts for non-sustained rv oversensing due to possible post-paced t wave oversensing. However, since no egms were available the cause could not definitely be determined. It was also noted that the alert was still present despite being cleared. Programming changes were made and the patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.